Manufacturer narrative:
The user facility was asked to return the thermal pads. Questions were asked of them regarding the incident. The user facility then called stating they considered the control unit and not the pads, to be the cause of the incident. The pads were not returned for evaluation. The unit retrieved from the hosp was associated with another incident report (MDR 8030647-2007-00108) from the same facility. The unit was evaluated and determined to have no anomalies, errors or inconsistencies. The only medical intervention cited was the use of silvadene cream on the burn. Skin injury can occur as a cumulative result of pressure, time and temperature.

Event description:
Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility medwatch where the incident occurred. This product incident is documented in the kimberly-clark complaint data base.